Event description:
It was reported that a drop in sensing was observed via a review of the remote transmission on the right ventricular (rv) lead. The patient received an inappropriate shock due to crosstalk. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.